Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter became stuck on the wire. A spiroflex&#59393;angiojet thrombectomy set was selected for an extremity angiogram and thrombectomy procedure in the tibial artery. During the procedure when the device was inside the patient, the device became stuck on a non-bsc wire. Everything was pulled out. It was unknown if the procedure was completed. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of and angiojet spiroflex thrombectomy system with an unknown guidewire stuck inside the device. The pump, shaft, and tip were microscopically examined and it was observed that there was a kink in the hypotube 10cm distal from the tip. The lumen had broken apart from the guidewire exit port. The lumen broke free and was down towards the tip of the catheter. Due to the condition of the device, a functional test of a guidewire could not be done. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. A spiroflex® angiojet® thrombectomy set was selected for an extremity angiogram and thrombectomy procedure in the tibial artery. During the procedure when the device was inside the patient, the device became stuck on a non-bsc wire. Everything was pulled out. It was unknown if the procedure was completed. There were no patient complications and the patient was fine.